Manufacturer narrative:
At the time of this report, the affected device have not been received. Only the surgical report of the revision surgery was provided together with the product labels. The lot numbers were received for the devices, and the device history records were reviewed and found to be conforming. Once the products are received an investigated and the result of the investigation has been made available, an updated report will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2004, the pt was implanted with a cerasul alpha insert neutral, on her right hip. 10 years later, on (B)(6) 2014, the inlay "spontaneously broke". The pt had to undergo revision surgery on (B)(6) 2014, due to a broken cerasul alpha insert.